Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is not available for evaluation (not returned from the customer); supplemental report will be submitted after additional information has been obtained.

Event description:
The knee keeps locking up and will not hold a charge. The patient fell causing him to break a rib.